Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited a low pacing impedance. No intervention was performed. There were no patient's consequences reported.

Event description:
New information notes noise, low pacing impedance and insulation damage was observed on the atrial lead. The atrial lead was capped 08 feb, 2023 and replaced. The patient was stable.